Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('painful periods with heavier bleeding') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In january 2019, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("painful periods with heavier bleeding"), burnout syndrome ("burn out"), amnesia ("loss of memory"), disturbance in attention ("lack of concentration"), loss of libido ("lack of desire"), visual impairment ("vision that is rapidly declining") and back pain ("back pain"). On an unknown date, the patient experienced device expulsion ("left essure has migrated into the uterine cavity") and allergy to metals ("tested positively for allergies to nickel, chrome and cobalt"). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, burnout syndrome, amnesia, disturbance in attention, loss of libido, visual impairment, back pain, device expulsion and allergy to metals outcome was unknown. The reporter considered allergy to metals, amnesia, back pain, burnout syndrome, device expulsion, disturbance in attention, dysmenorrhoea, loss of libido, menorrhagia and visual impairment to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-feb-2020. The most recent information was received on 11-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('painful periods with heavier bleeding') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2019, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("painful periods with heavier bleeding"), burnout syndrome ("burn out"), amnesia ("loss of memory"), disturbance in attention ("lack of concentration"), loss of libido ("lack of desire"), visual impairment ("vision that is rapidly declining") and back pain ("back pain"). On an unknown date, the patient experienced device expulsion ("left essure has migrated into the uterine cavity") and allergy to metals ("tested positively for allergies to nickel, chrome and cobalt"). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, burnout syndrome, amnesia, disturbance in attention, loss of libido, visual impairment, back pain, device expulsion and allergy to metals outcome was unknown. The reporter considered allergy to metals, amnesia, back pain, burnout syndrome, device expulsion, disturbance in attention, dysmenorrhoea, loss of libido, menorrhagia and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.